Manufacturer narrative:
Investigation summary: it was reported there is excessive glue on the hub. To aid in the investigation, three samples with the plastic shield, but no packaging blister, and one photo were provided for evaluation by our quality team. A visual inspection was performed and two samples have an epoxy drip over on the needle hub. The photo provided shows one of the samples received. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle hub. A device history record review was completed for provided material number 303005, lot number 2228678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd precisionglide¿ needles had excessive epoxy on their hubs. The following information was provided by the initial reporter: "product has excessive residue of glue on the hub."